Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The patient's meter and one test strip were provided for investigation where they were tested using a retention control. Testing results (qc range = 2.1 - 3.3 nr): qc 1: 3.0 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without error messages. The customer's meter memory had been erased prior to arrival. Therefore, the customer's alleged results were unable to be verified in the meter memory. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The patient's coumadin nurse provided questionable inr results with a coaguchek xs meter serial number(B)(4) compared to a laboratory stago analyzer with neo plastin reagent. The reporter confirmed the patient's laboratory and meter inr results were within 4 hours. On (B)(6) 2021, the patient's laboratory result was 2.3 inr and the patient's meter result was 3.2 inr. On (B)(6) 2021, the patient's laboratory result was 2.2 inr and the patient's meter result was 3.4 inr. The patient's therapeutic range is 2.0- 3.0 inr.